Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B) (6) 2009, patient underwent endovascular repair of a chronic type b thoracic dissection using gore tag endoprosthesis. On (B) (6) 2009, a left ventricular assist device (lvad) was placed. Computed tomography angiography on (B) (6) 2010 revealed aorto esophageal fistula. Patient taken to surgery on (B) (6) 2010 for creation of mucous fistula with creation of feeding jejunostomy. Patient had recurrent episodes of post operative bleeding. Subsequently, lvad support was withdrawn. The patient expired on (B) (6) 2010.